Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated a nonreactive axsym hcv 3.0 result on a patient who was known to be hcv reactive. In 2008, the patient tested axsym hcv 3.0 nonreactive (0.16 s/co). The same sample was repeated the next day, and the patient tested axsym hcv 3.0 reactive (55.30 s/co). A new sample from the same patient was drawn the same day, and tested axsym hcv 3.0 reactive (55.59 s/co). The controls were in range.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us, list number. An investigation was performed in response to the customer's complaint. Testing of an in-house sample of lot number 59426lf00 was performed to determine the reproducibility of a reactive sample. Index calibrator, negative control and positive control were tested and results were within the specification range. Testing of 30 replicates of positive control showed reactive results and good reproducibility without any low performing outliers. Thus, the customer's observation of a non-reactive result could not be repeated. The axsym hcv version 3.0 reagent kit assay package insert states: a fluidic check might be indicated to check pipetting accuracy of the instrument. Specimens containing fibrin, red blood cells or particulate matter may give inconsistent or erroneous results and must be completely clotted and centrifuged prior to testing. Inspect all specimens for splashing, air bubbles and foaming. Please be sure to remove any bubbles that might be present in the sample prior to testing. Bubbles might cause non-reactive results due to aspiration of air during pipetting. All patient specimens to be tested in primary tubes must be centrifuged to remove red cells or particulate matter. Each specimen that requires repeat testing, or that has been frozen and thawed, must be transferred to a centrifuge tube and centrifuged at an rcf of at least 10,000 x g for 10 minutes. Transfer clarified specimen to a sample cup for testing. Make sure that after thawing and before centrifugation sample is mixed. As part of our investigation we have reviewed the complaint and manufacturing records for axsym hcv version 3.0 reagent kit, lot number 59426lf00. This review did not identify any problems relating to your observation. Based on our investigation, we have determined that axsym hcv version 3.0 reagent kit, lot number 59426lf00, is performing acceptably. No product deficiency was found. This is the final report.